Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The insulin pump received with cracked keypad overlay and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted..

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring missing. The customer also stated that the insulin pump is giving retainer ring safety notice. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.